Event description:
It was reported the gastrointestinal videoscope biopsy tube was clogged. Foreign material was exiting from the channel. The issue occurred during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.